Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 3 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years and 10 months post-implant, the patient went to the hospital after low flow alarms occurred. While at the hospital, the patient turned on their side and a pump stoppage occurred. Attempts to restart the pump were unsuccessful. The system controller was exchanged without success. Due to the patient''s high level of antibodies, it was unrealistic to find a matching heart to undergo a heart transplant. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed based on the evaluation of heartmate ii lvad. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the black wire. Further examination of the driveline revealed breaches in all of the wires. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of all of the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit (mpu). The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. Damage due to wear and fatigue of the driveline is discussed in the instructions for use (IFU) for the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.